Manufacturer narrative:
(B)(6) 2021: product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Consumer sent e-mail stating the brush head had been slipping from the hand piece while he brushed his teeth. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating the brush head had been slipping from the hand piece while he brushed his teeth. No injury was reported.